Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump time was observed to be off by a few minutes and set at am versus pm. Cause was not reported. Blood glucose was 300s mg/dl. Customer reverted to using another tandem pump for insulin therapy.